Event description:
The pt was seen at the implant center for device evaluation. The sound processor was reported not linking with the internal device. External hardware was exchanged. However, the problem was not resolved. Testing performed at the center confirmed that the device was no longer funtioning. Revision surgery is to be scheduled.